Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer reloaded a different cartridge to resolve the issue. Customer¿s blood glucose level was 587 mg/dl. Elevated bg was treated with a correction bolus via pump and supply change, however the customer was using cartridge and insulin beyond labeling.